Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: strip issue.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer's expected fasting blood glucose test result range is 60 to 80mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored out of the vial and in the carrying case. Test strip lot# not provided. The meter memory was reviewed for previous test result history (date / time not set): 1: lo (B)(6) 2016 11:11:00 pm fasting: yes. Customer she run her test once a day.